Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device qrb. Product family: scs-linear leads: upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7072441, UDI: (B)(4).

Event description:
It was reported that a spinal cord stimulation (scs) patient exhibited high impedances on both leads. To address this, the patient underwent a revision procedure during which both leads were explanted and replaced. The patient recovered well postoperatively. In accordance with facility policy, the explanted devices were disposed of and will not be returned.